Event description:
A non-health care professional reported via a reply card that a lens was implanted and explanted on the same day. Additional information has been received stating the surgeon decided to implant a three piece lens due to issues with patient capsule.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).